Event description:
It was reported to philips that the system was not booting. Stopped at 00:00 no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was being performed when the issue occurred. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited onsite and checked the reported problem. During troubleshooting, fse discovered system fails boot due to defective flex vision pc. To resolve the issue fse replaced the flex vision pc in the b-cabinet and downloaded flex vision application software. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure is completed by using the same system. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.